Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:30 am with blood glucose of 444 mg/dl. Customer stated the insulin pump was not delivering insulin so they end up with diabetic ketoacidosis. Customer called previously about hospitalization. Customer cannot recall their current blood glucose reading. Hospital name was methodist hospital. The hospital phone number was (B)(6). Customer was wearing the pump at time of hospitalization. Customer was discharge from the hospital on (B)(6) 2017. The note did not have any more additional information about the hospitalization. Insulin pump will be returning for analysis.